Manufacturer narrative:
A.2. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract, pierced through the catheter while trying to remove it from the vein. The following information was provided by the initial reporter: "describe the event or problem: rn (registered nurse) placed IV and then pressed the white button to retract the needle, but the needle wouldn¿t retract. Rn slowly pulled device back and felt immediate resistance. She called for a 2nd rn to assist. The IV was slowly removed. Rn noted needle had punctured catheter when removed. What was the original intended procedure? The needle retracts into the back portion of the autoguard device when hitting the white button. Is this a laboratory device or laboratory test? [No]. Additional information for patient #1 : other information about the patient that may have influenced the outcome of the event: no patient information was provided to this reporter that was thought to have influenced the event."

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. However, a trend has been identified for this issue and the manufacturing facility has opened an investigation to correct this issue. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract, pierced through the catheter while trying to remove it from the vein. The following information was provided by the initial reporter: "describe the event or problem: rn (registered nurse) placed IV and then pressed the white button to retract the needle, but the needle wouldn¿t retract. Rn slowly pulled device back and felt immediate resistance. She called for a 2nd rn to assist. The IV was slowly removed. Rn noted needle had punctured catheter when removed. What was the original intended procedure? : the needle retracts into the back portion of the autoguard device when hitting the white button. Is this a laboratory device or laboratory test? [No]. Additional information for patient #1 : other information about the patient that may have influenced the outcome of the event: no patient information was provided to this reporter that was thought to have influenced the event."